Event description:
It was reported that during the procedure in the mildly tortuous and moderately calcified mid left anterior descending artery, the 2.5 x 12 mm trek dilatation catheter was advanced into the patient anatomy without resistance. An attempt was made to inflate the balloon; however, during the first inflation, the balloon ruptured at 8 atmospheres. The trek dilatation catheter was removed from the anatomy without resistance. A new same size trek dilatation catheter was then used to complete dilatation. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.